Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. A visual inspection was performed on the photograph which noted a cracked main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap transfer set had cracked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.